Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during the testing the device displayed a low battery. There was no patient involvement.

Manufacturer narrative:
The serial number initially reported was for the device.